Event description:
The user facility reported that the guiding sheath became partially separated during a procedure. Follow-up communication with the user facility indicated the following: the device "pulled apart- near the hub of the device exposing the core wire; the entire sheath was able to be removed without surgical intervention; the initial procedure was completed successfully; and the patient was reported to be "fine."

Manufacturer narrative:
The involved device has not been returned by the user facility and neither the product code nor the lot number is known. Therefore, the failure investigation was limited to a review of user facility information and representative reserve samples from device lots recently shipped to the customer. Evaluation of reserve samples confirmed that there were no defects or anomalies and product performance specifications were met. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is most consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).